Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the deformation of biopsy channel led to the malfunction. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the IFU says to make sure that device has no abnormality by inserting forceps into biopsy channel. Therefore, the suggested event could be detected. "Inspection of the endoscopic system: inspection of the instrument channel and forceps elevator insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during the procedure, the instruments could not be inserted thru the channel because the channel was blocked. The procedure was delayed for 10 minutes and the case was completed with another scope. There was no reported patient harm associated with this event.

Manufacturer narrative:
Upon inspection of the returned device, it was confirmed that the biopsy channel was damaged. In addition, the following findings were found: the rubber glue was found to be separated, the connecting tube was scratched, the angulation was insufficient and an issue was found with the suction flow. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.